Manufacturer narrative:
The reported event for lead fracture/broken lead was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken, followed by a cam impression mark. The fracture wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00344. It was reported that one of the leads fractured and patient lost therapy. As a result, patient underwent surgical intervention wherein the fractured lead was explanted and replaced to address the issue. Effective therapy was restored postoperatively. It is not known which lead was fractured, so both leads are being reported.